Event description:
Additionally, healthcare professional reported "intact but partially deflated", "particles in valve", "hole in valve," "plug strap separated" and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.6b., d.9., h.3., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, total delamination of valve and total delamination of plug strap disk shell. Leak test and microscopic analysis was performed which identified: total delamination of valve, total delamination of plug strap disk shell, one crack opening and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure, total delamination of plug strap disk shell assessed as adhesive failure, and one opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "intact but partially deflated", "particles in valve", "hole in valve," "plug strap separated" and capsular contracture, baker grade unknown. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.